Event description:
The product was used during a lap chole procedure. Reportedly, the instrument jammed. No pt injury reported.

Manufacturer narrative:
2/11/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.